Event description:
The customer reported the system intermittently would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the customer had shut down the system the previous day while the x-ray tube was still hot and the system showing a heat warning. The system bios memory was still latched to the heat error even though the tube was cool. The ge rep restarted the system, and the system completed boot up. The system operates as intended.